Event description:
It was reported that during percutaneous coronary intervention (pci) shaft fracture occurred. In an unspecified lesion, when the 10/2.75 mm flextome cutting balloon was being inserted into the unspecified guiding catheter, the proximal end of the shaft was fractured. No fragments are inside the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during percutaneous coronary intervention (pci) shaft fracture occurred. In an unspecified lesion, when the 10/2.75mm flextome cutting balloon was being inserted into the unspecified guiding catheter, the proximal end of the shaft was fractured. No fragments are inside the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two sections as a result of a break in the hypotube 18.6cm from the strain relief. A kink was also present 16.8cm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Contrast media was present within the balloon which is evidence of a leak. It was not possible to attempt to inflate the balloon due to the break in the shaft. A balloon/shaft leak was not confirmed based on the condition of the returned unit. There were no issues with the blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).